Event description:
Customer is reporting a blood leak from centrifuge. Name and function of complainant: same as reporter. Customer stated during the 6th cycle, he received a blood leak alarm. Customer removed the centrifuge bowl and noted two small drops of blood at the bottom of the well. Customer gave the patient a manual blood return. Cts asked if there were any other alarms during treatment. Customer stated there were none. Cts asked if he could tell where the leak was coming from. He stated he could not see a leak. Customer did not return the kit for investigation.

Manufacturer narrative:
A review of lot file b707 was performed. There were no non-conformances or alarms associated with this event type for this lot. Date of manufacture: 03-2013. Expiration date: 03-01-2018. This lot met all release requirements. A review of the complaint file for lot b707 was performed. There were no other centrifuge bowl leaks reported to date for this lot. No trends detected. No product was returned by the customer for investigation. Therefore, the root cause of the leak could not be determined based solely on the information provided by the customer. (B)(4).